Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took a manual injection and consumed water to stabilize bg level. The customer stated to believe the high bg was due to the not receiving insulin from the pump. The customer changed supplies prior to contacting tandem technical support (cts). The customer declined to perform a system check and troubleshoot with cts.